Event description:
Complainant alleged that while monitoring the heart rhythm of pt using non-zoll electrode pads, the device failed to advise a "shock advised" message for what appeared to be a ventricular fibrillation heart rhythm. Complainant indicated that the pt subsequently expired.